Manufacturer narrative:
The lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to dislodgement. No adverse patient effects were reported.